Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device and the reported condition of vibration could not be confirmed or duplicated; the unit was tested with several different motors, and no vibration could be detected. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was vibrating during surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention was necessary. There was no additional information provided.